Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient went to ER and admitted for 12 hours events on (B)(6) 2024. Patient have been facing diabetes related issue. Therefore, patient was gone to the emergency room and hospitalized. The blood glucose level was 600 mg/dl. Therefore, patient was treated with correction 2 IV drip, 1 saline, and 1 insulin. Ketone level was also high. Customer replaced infusion set and resumed insulin deliveries successfully no further information available

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6004834 in question was manufactured at the reynosa site. Test results: complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6004834 was manufactured according to the work instruction (wi) version 70 manufactured in the line 6, on 16/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on 28/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage and lot 6004834 and no other complaint has been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.